Event description:
New information received notes that patient was doing well after the explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during routine follow-up, a long charge time alert was observed. During a manual capacitor maintenance, the alert was reproduced. Device was explanted and replaced.